Event description:
Customer reported that while user was performing an annual equipment test on vacuum equipment, the canister cover imploded. There was no patient involvement, and no injury.

Manufacturer narrative:
Product is nearly six years old. It is likely from the described event that the cause of the implosion is uv embrittlement of the cover. Since 2007 bemis has implemented a three-year expiration date.